Event description:
Cystoscopy revealed protogen sling eroding into posterior distal urethra. Pt had bladder neck suspension with a pubovaginal sling using a protogen graft approx one yr ago. Present with irritative voiding and urgency incontinence. Cystoscopy attempted, but pt uncomfortable and was not completed. Scheduled for surgery for removal of sling and urethral erosion repair.